Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 19, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging unit is noisy, has burning odour, particles in tubing/chamber that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During exterior investigation, the manufacturer observed that there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. During interior investigation, the manufacturer observed that there is unknown debris in the tracks of the ui panel. Pil notes that there are mineral deposits present on the motor casing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. During secondary findings, the manufacture presented with a keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms. Section b5 was corrected (previously wrongly captured and corrected in this report). Section a1, d4 and h4 was corrected. Section b3 was corrected (initial MDR captured wrong date). Section b7 should be blank (initially captured wrong information). Sections d9, e1, g3, h2, h3, h6 has been updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.